Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic appendectomy, the device was unable to fire while being placed on mesoappendix. The surgeon was unable to squeeze the handle and it was unknown if he was able to press the green button. There was no injury caused to the patient and no medical intervention was required. Patient medical history: appendicitis.